Event description:
It was reported the sl0 tip detached in the pts left atrium. The physician was doing an afib procedure and half way through the case, it was noted that the marker on the tip of the sheath was around the tip of the ablation catheter. When the physician pulled the navistar thermocool ablation catheter (f curve) out of the left atrium, the free floating piece stayed in. The tip was retrieved by using a non sterile billiary stone device which is like a mesh basket that opens. The pt remained in the hospital two extra days. The physician did not notice and abnormal pressure or resistance in passing sheaths, brk needle or ablation catheter. Review of the physicians technique by st. Jude medical personnel did not reveal any unusual technique. Transseptal sheath are stored in two locations at the hospital. One is inside an inventory machine which is located inside the e.p. Lab. The other is inside a locked cabinet in a storage room just outside the e.p. Lab. They kept in their original packaging and inside their original box until they are opened for use. The temperature in both locations is the same (room temperature). There is neither extreme heat nor extreme cold.

Manufacturer narrative:
One guidewire with straightener, one introducer and a dilator were returned for evaluation. There was a significant amount of blood visible on (and in) the device. Visual inspection revealed a portion of the introducer tip was missing and not returned for analysis. There is exposed braid where the tip separation occurred as well as a step where the gray material overlaps the shaft. The material appears cracked and degraded to some degree. The degradation occurs at the tip as well as extending to approximately .75" up the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was followed by verifying the appropriate signature and date, indicating the process was performed in accordance with st. Jude medical specifications. In conclusion, visual inspection revealed a portion of the distal tip was torn and missing from the introducer. The material appears cracked and degraded to some degree. After manipulating the device, evidence of degradation was found along the shaft of the introducer covering a distance of approximately 11.75 inches from tip as well as approximately 3 inches from hub. The morphology of the tip as well as a portion of the shaft suggests that the polymer had degraded beyond the stresses of mechanical damage. However, we were unable to conclusively determine the cause for the degradation. The following dates are estimated. Only the month/year is known: